Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4: the date received by manufacturer was inadvertently entered incorrectly in the previous report. The correct date was 12nov2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced left arm numbness and weakness. The patient's inr was in the therapeutic range. Lactate dehydrogenase(ldh) was slightly elevated. Patient had a CT head showing no significant intracranial or arterial stenosis or proximal arterial occlusion. No aneurysm or vascular malformation. A large amount of atherosclerotic plaque at the left carotid bifurcation and proximal left internal carotid artery (ica) resulting in 50% stenosis of the proximal left ica was observed. Additionally, a large amount of calcified plaque at the right carotid bifurcation resulting in 40% stenosis at the origin of the right ica was observed. No significant vertebral artery stenosis in the neck was observed. Patient did not have any changes in inr status, no changes were made to pump parameters. Aspirin 81 mg daily was added to medication regimen and inr goal was increased to 2-3. Patient will follow up in stroke prevention clinic. Goal was to avoid hypotension with systolic blood pressure goal less than 140mmhg/90mmhg. Patient was discharged home on (B)(6) 2019 with residual left arm weakness and tingling. Patient's inr was in therapeutic range upon discharge, neurology consult noted ischemic right middle cerebral artery territory stroke.no additional information was provided.